Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a hemodialysis (hd) patient was in treatment for 15 minutes, when a blood leak alarm was noted. The dialysate was tested and was negative. The alarm continued and repeat testing done with positive result. There was no overt blood visualized in dialysate. The treatment was stopped and the patient was taken to another station that was already primed and treatment resumed. Additional information was requested however, was reported to be unavailable.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.